Event description:
Provider alleges the motors are getting hot, noisy and the brakes locking up.

Manufacturer narrative:
Evaluation results - could not duplicate. Passed sciemetrics. Brake engages/disengages properly during bench test. No unusual heat during bench test. Unable to test under load. (B)(4). Should additional information become available, a supplemental record will be filed.